Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when doing testing before using on patient.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned for investigation. The manufacturer reported: "since there is no sample returned for investigation, 1 set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25 mbar by using calibrated endotest. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Hence this complaint is not confirmed." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when doing testing before using on patient.